Event description:
The patient's sister called in asking what to do with an unused box of v-gos. Patient's sister reported that her brother died on (B)(6) 2019. The patient's sister said she did not know what was the cause of death.